Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. When asked when the "not working for the patient" issue was first noticed, the hcp said the implant was working and the patient just needed an MRI; this information conflicts with what was previously reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported by a rep that the patient was having the ins explanted due to it not working for the patient. The rep reported the stimulation was still programmed on and there was no icon patient programmer or 8840 (clinician programmer) in the operating room. The patient and the caller were going to follow up with the health care physician (hcp). Additional information was received from the representative (rep) on (B)(6) 2018. The rep reported they had no further information to add regarding this file as they only got a call regarding this file from the hcp who was in the operating room and was inquiring if they could cut the lead. The rep stated they didn't know any identifying patient or device information. There were no further complications reported/anticipated.